Manufacturer narrative:
(B)(4). The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test,occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed power error alarm and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error.pump was received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of power error detected alarm on the insulin pump. Customer¿s blood glucose level was 5.6 mmol/l. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred during normal use and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.